Event description:
See initial.

Manufacturer narrative:
H.10: an information was missing in the b.5 section of the previous report. The additional information to be provided is the following: "the error message disappeared by turning off and on the device without further issues." The complete event description in b5 will result as following: "livanova deutschland received a report that a heater-cooler system 3t displayed an error message during procedure. The error message disappeared by turning off and on the device without further issues. There was no report of patient injury."

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during procedure. There was no report of patient injury.